Event description:
Customer reported that she received 2 calibration errors and then a change sensor alert. Blood glucose value was 316 mg/dl; customer declined to troubleshoot the insulin pump as she stated that the high blood glucose was due to eating recently. Customer had given herself 2 bolus right before the calibration. Customer was instructed to remove the sensor and she stated that there was blood in the cannula and was slightly bent. Customer stated the site was not actively bleeding and blood is not visible on the sensor connector. Customer is unsure if the sensor was tugged or pulled after insertion. Customer stated the sensor was not fully inserted and the site is not comfortable. Nothing further reported.

Manufacturer narrative:
Reliability analysis performed; one opened or used enlite sensor was inspected and performed bicarbonate buffer test per dop114-830. Sensor failed per specifications due to high readings. Unable to confirm blood at site due to customer did not return the needle sensor. Also found bent cannula, unable to confirm if customer received sensor in that condition due to customer returned product opened or used.